Event description:
It was reported that prior to a hand assisted laparoscopic gastric bypass procedure, the acoustic stud broke off in the device. Another like device was used to complete the procedure. There was no patient consequence.